Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding'), pregnancy with contraceptive device ('pregnancy : stillbirth/miscarriage') and abortion spontaneous ('miscarriage') in a 32-year-old female patient who had essure (batch no. A73735-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic pain "), migraine ("migraine") and headache ("headaches"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal order"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection/vaginitis"), fatigue ("fatigue"), tooth disorder ("dental problems"), nausea ("nausea"), nervous system disorder ("neuero condit/prob"), menstruation irregular ("hormonal changes describe: irregular menstrual cycle"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), urticaria ("hives"), pelvic congestion ("pelvic congestion syndrome"), reproductive tract disorder ("reproductive system disorder or condition/post sterilization syndrome"), feeling abnormal ("brain fog"), amnesia ("short term memory"), sciatic nerve injury ("sciatic nerve"), allergy to metals ("nickel allergy"), myopia ("myopia"), vision blurred ("blurry unable to focus at times"), constipation ("gastrointestinal or digestive system condition type: constipation"), dysgeusia ("metal taste in mouth"), alopecia ("hair loss"), neck pain ("neck pain") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, dermatitis allergic, psychological trauma, vaginal infection, vaginal discharge, fatigue, tooth disorder, migraine, headache, nausea, nervous system disorder, menstruation irregular, female sexual dysfunction, bacterial vaginosis, depression, urticaria, pelvic congestion, reproductive tract disorder, feeling abnormal, amnesia, sciatic nerve injury, allergy to metals, myopia, vision blurred, weight increased, dysgeusia, alopecia, vaginal odour, neck pain and myalgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, amnesia, back pain, bacterial vaginosis, constipation, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, myopia, nausea, neck pain, nervous system disorder, pelvic congestion, pelvic pain, pregnancy with contraceptive device, psychological trauma, reproductive tract disorder, sciatic nerve injury, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vision blurred and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, psych injury, fatigue, dental probs., migraine, headaches, nausea and neuero condit/prob. Findings: right coils:4, left coils: 4,urinary cavity: normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified). Result -bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient medical record miscarriage, ectopic pregnancy, vaginitis, pelvic pain,migraine , headache, irregular menstruation, menorrhagia, dysmenorrhea, nausea, lower abdomen pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding'), pregnancy with contraceptive device ('pregnancy : stillbirth/miscarriage') and abortion spontaneous ('miscarriage') in a 32-year-old female patient who had essure (batch no. A73735-inv,a73763-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6)2018. The patient's medical history included vaginitis, vulvitis, smoker, vitamin d deficiency, environmental allergy, insomnia, hypertension, irregular periods and vomiting. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic pain"), migraine ("migraine") and headache ("headaches"). On (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal order"). On (B)(6)2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection/vaginitis"), fatigue ("fatigue"), tooth disorder ("dental problems"), nausea ("nausea"), nervous system disorder ("neuero condit/prob"), menstruation irregular ("hormonal changes describe: irregular menstrual cycle"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), urticaria ("hives"), pelvic congestion ("pelvic congestion syndrome"), reproductive tract disorder ("reproductive system disorder or condition/post sterilization syndrome"), feeling abnormal ("brain fog"), amnesia ("short term memory"), sciatic nerve injury ("sciatic nerve"), allergy to metals ("nickel allergy"), myopia ("myopia"), vision blurred ("blurry unable to focus at times"), constipation ("gastrointestinal or digestive system condition type: constipation"), dysgeusia ("metal taste in mouth"), alopecia ("hair loss"), neck pain ("neck pain") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, dermatitis allergic, psychological trauma, vaginal infection, vaginal discharge, fatigue, tooth disorder, migraine, headache, nausea, nervous system disorder, menstruation irregular, female sexual dysfunction, bacterial vaginosis, depression, urticaria, pelvic congestion, reproductive tract disorder, feeling abnormal, amnesia, sciatic nerve injury, allergy to metals, myopia, vision blurred, weight increased, dysgeusia, alopecia, vaginal odour, neck pain and myalgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, amnesia, back pain, bacterial vaginosis, constipation, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, myopia, nausea, neck pain, nervous system disorder, pelvic congestion, pelvic pain, pregnancy with contraceptive device, psychological trauma, reproductive tract disorder, sciatic nerve injury, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vision blurred and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, psych injury, fatigue, dental probs., migraine, headaches, nausea and neuero condit/prob. Findings: right coils:4, left coils: 4,urinary cavity: normal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Imaging procedure - on (B)(6)2013: essure confirmation test (unspecified). Result -bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient medical record miscarriage, ectopic pregnancy, vaginitis, pelvic pain,migraine , headache, irregular menstruation, menorrhagia, dysmenorrhea, nausea, lower abdomen pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-nov-2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding'), pregnancy with contraceptive device ('pregnancy : stillbirth/miscarriage') and abortion spontaneous ('miscarriage') in a 32-year-old female patient who had essure (batch no. A73735-notvalid, a73763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2018. The patient's medical history included vaginitis, vulvitis, smoker, vitamin d deficiency, environmental allergy, insomnia, hypertension, irregular periods and vomiting. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic pain"), migraine ("migraine") and headache ("headaches"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal order"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection/vaginitis"), fatigue ("fatigue"), tooth disorder ("dental problems"), nausea ("nausea"), nervous system disorder ("neuero condit/prob"), menstruation irregular ("hormonal changes describe: irregular menstrual cycle"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), urticaria ("hives"), pelvic congestion ("pelvic congestion syndrome"), reproductive tract disorder ("reproductive system disorder or condition/post sterilization syndrome"), feeling abnormal ("brain fog"), amnesia ("short term memory"), sciatic nerve injury ("sciatic nerve"), allergy to metals ("nickel allergy"), myopia ("myopia"), vision blurred ("blurry unable to focus at times"), constipation ("gastrointestinal or digestive system condition type: constipation"), dysgeusia ("metal taste in mouth"), alopecia ("hair loss"), neck pain ("neck pain") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, dermatitis allergic, psychological trauma, vaginal infection, vaginal discharge, fatigue, tooth disorder, migraine, headache, nausea, nervous system disorder, menstruation irregular, female sexual dysfunction, bacterial vaginosis, depression, urticaria, pelvic congestion, reproductive tract disorder, feeling abnormal, amnesia, sciatic nerve injury, allergy to metals, myopia, vision blurred, weight increased, dysgeusia, alopecia, vaginal odour, neck pain and myalgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, amnesia, back pain, bacterial vaginosis, constipation, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, myopia, nausea, neck pain, nervous system disorder, pelvic congestion, pelvic pain, pregnancy with contraceptive device, psychological trauma, reproductive tract disorder, sciatic nerve injury, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vision blurred and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, psych injury, fatigue, dental probs., migraine, headaches, nausea and neuero condit/prob. Findings: right coils:4, left coils: 4,urinary cavity: normal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified). Result -bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient medical record miscarriage, ectopic pregnancy, vaginitis, pelvic pain,migraine , headache, irregular menstruation, menorrhagia, dysmenorrhea, nausea, lower abdomen pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: mr received : lot no. Was added. New reporter contact information was added. Medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding'), pregnancy with contraceptive device ('pregnancy : stillbirth/miscarriage') and abortion spontaneous ('miscarriage') in a (B)(6) female patient who had essure (batch no. A73735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic pain"), migraine ("migraine") and headache ("headaches"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal order"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection/vaginitis"), fatigue ("fatigue"), tooth disorder ("dental problems"), nausea ("nausea"), nervous system disorder ("neuero condit/prob"), menstruation irregular ("hormonal changes describe: irregular menstrual cycle"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), urticaria ("hives"), pelvic congestion ("pelvic congestion syndrome"), feeling abnormal ("brain fog"), amnesia ("short term memory"), sciatic nerve injury ("sciatic nerve"), allergy to metals ("nickel allergy"), myopia ("myopia"), vision blurred ("blurry unable to focus at times"), constipation ("gastrointestinal or digestive system condition type: constipation"), dysgeusia ("metal taste in mouth"), alopecia ("hair loss"), neck pain ("neck pain") and myalgia ("muscle pain"), underwent reproductive system disorder prophylaxis ("reproductive system disorder or condition/post sterilization syndrome") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, dermatitis allergic, psychological trauma, vaginal infection, vaginal discharge, fatigue, tooth disorder, migraine, headache, nausea, nervous system disorder, menstruation irregular, female sexual dysfunction, bacterial vaginosis, depression, urticaria, pelvic congestion, reproductive system disorder prophylaxis, feeling abnormal, amnesia, sciatic nerve injury, allergy to metals, myopia, vision blurred, weight increased, dysgeusia, alopecia, vaginal odour, neck pain and myalgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, amnesia, back pain, bacterial vaginosis, constipation, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, myopia, nausea, neck pain, nervous system disorder, pelvic congestion, pelvic pain, pregnancy with contraceptive device, psychological trauma, reproductive system disorder prophylaxis, sciatic nerve injury, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vision blurred and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, psych injury, fatigue, dental probs., migraine, headaches, nausea and neuero condit/prob. Findings: right coils:4, left coils: 4,urinary cavity: normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Imaging procedure on (B)(6) 2013: essure confirmation test (unspecified). Result -bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient medical record miscarriage, ectopic pregnancy, vaginitis, pelvic pain,migraine , headache, irregular menstruation, menorrhagia, dysmenorrhea, nausea, lower abdomen pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received- and new event irregular menstrual cycle, vaginal bleeding, apareunia, bacterial vaginosis, depression, hives, post sterilization syndrome, pelvic congestion syndrome, myopia, blurry unable to focus at times, fatigue, weight gain, metal taste in mouth, hair loss, lawyer was added, lot number is added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.